Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 month following the implant of a transcatheter aortic valve, the patient died due to an unspecified cause. It was noted that valve failure occurred and the patient suffered a blood clot in the process.

Manufacturer narrative:
Updated data: a4, b3, b5, h6, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 month following the implant of a transcatheter aortic valve, the patient died due to an unspecified cause. It was noted that valve failure occurred and the patient suffered a blood clot in the process. Additional information was received that approximately 3 weeks following the implant of this valve, a transthoracic echocardiogram (tte) was performed that revealed a mean gradient of 38 millimeters of mercury (mm hg), increased tricuspid valve regurgitation from mild to moderate-severe, severe pulmonary hypertension with an increased right ventricular systolic pressure from 48 mm hg to 117 mm hg, increased right ventricular dimension from 4 centimeters (cm) to 4.8 cm, reduced right ventricular systolic function, mild mitral regurgitation, and trace pulmonary valve regurgitation. There was no aortic valve regurgitation. Subsequently, the patient pursued follow-up care witha different hospital.